Event description:
It was reported that the artificial urinary sphincter (aus) presented fluid leak and holes were identified. A surgical procedure was performed to explant the device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the balloon have a tear from avulsion. The device was tested too. The leakage test identified a leak due to a tear from avulsion. The balloon could not be functionally tested due to the leak from avulsion identified. The reason for fluid leak and hole/perforate was likely caused for the balloon had a tear from avulsion. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) presented fluid leak and holes were identified. A surgical procedure was performed to explant the device. There were no patient complications.